Manufacturer narrative:
(B)(4). D10 - medical product: unknown femoral component item#: unknown, lot#: unknown. Unknown tibial component item#: unknown, lot#: unknown. G2: spain. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Inigo bidea, xabier foruria, isidoro calvo, jesus moreta, jon zabala, rodrigo gonzalez (2024) mid-term clinical radiological results of the constrained condylar knee prosthesis in total knee revision european journal of orthopaedic surgery & traumatology 34:2701¿2708 https://doi.org/10.1007/s00590-024-03977-9.

Event description:
It was reported in a journal article that unknown number of cases had complication of deep vein thrombosis post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Attempts have been made to gather all product identification information and no further information has been provided. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. Root cause of the reported event is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.